Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the site. The cse re-aligned the sample probe to the bottom of a short sample cup (ssc). The cse ran a system check and quality control materials with passing results. The system is performing according to specifications. The cause of the discordant, falsely high tacrolimus results is sample probe alignment. The system is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2018-00158 is filed for the same issue.

Event description:
A discordant, falsely high tacrolimus (tacr) result was obtained on a patient sample on a dimension xpand plus system. The initial result was not reported to the physician(s). The same sample was repeated on the same system giving a lower result that matched the patient's history. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discrepant results.